Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead was admitted to the hospital for heart failure symptoms. Atrial non-capture was identified on telemetry. A device interrogation was performed by a local field representative who identified that pacing thresholds were 4 volts at 2 ms. It was reported that the patient was in atrial flutter (af) during the original implant procedure and was now in normal sinus rhythm. A revision procedure was performed and the ra lead was explanted and successfully replaced. There were no device programming changes made and the device remains in ddd pacing mode with the original programmed outputs. No additional adverse patient effects were reported.

Event description:
Additional information received from the local field representative also confirmed that the lead had dislodged.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.